Event description:
During a pacemaker implant using a peel-away introducer, the patient developed a pneumothorax. Following the subclavian venous puncture with a peel-away introducer kit, the patient became hypotensive and hypoxic. A pneumothorax was diagnosed, chest tubes were inserted, and the patient was transferred to ICU. The procedure was terminated. The physician believes the pneumothorax occurred during the subclavian puncture. The patient remained stable and a pacemaker implant procedure will be scheduled soon. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, pneumothorax is a known inherent risk during use of this device.